Manufacturer narrative:
Silverberg d, menes t, rimon u, salomon o, halak m. Acute renal artery occlusion: presentation, treatment, and outcome. Journal of vascular surgery. 2016;64(4):1026-1032. Doi:10.1016/j.jvs.2016.04.043. If information is provided in the future, a supplemental report will be issued.

Event description:
Silverberg d, menes t, rimon u, salomon o, halak m. Acute renal artery occlusion: presentation, treatment, and outcome. Journal of vascular surgery. 2016;64(4):1026-1032. Doi:10.1016/j.jvs.2016.04.043. Medtronic literature review found a report of patient complications in association with a cragg-mcnamara infusion catheter. The purpose of this article was to identify patients with acute kidney infarction; to characterize their presentation, imaging, and treatment; and to compare the subgroup of patients who underwent catheter-directed thrombolysis (cdt) with those who were treated without intervention. Thirteen patients were treated with cdt, which involved the use of the cragg-mcnamara catheter. Of the 13 patients, 11 were male and the average age was 59 years. All cdt patients completed the treatment, and no major complications occurred during the course of the thrombolytic therapy. The article does not state any technical issues during use of the cragg-mcnamara catheter. The following intra- or post-procedural outcomes were noted: - in-house mortality occurred in one patient in the cdt group. The patient underwent unsuccessful thrombolytic therapy of a transplanted kidney, developed respiratory failure, and died of septic shock.